Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection that there was residue in the scope. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and to provide the manufacturing date. Updated fields: h2, h4, h6, h11. Corrected fields: b3, b5, d5, h6, e1, e2, e3, remove- h6- medical device problem code- a1803, a0506, a0404, component code- g04134, g0405201, type of investigation- b11, b12, investigation findings- c0601, investigation conclusions- d15, d02. The device was returned to olympus for inspection, and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, and since the device malfunction was not confirmed, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No new information received by the customer.